Event description:
Nurse at facility reported that a catheter was removed because it was thought to be occluded. Facility would like to have it examined because they stated it appears abnormal. On (B)(6) 2015 - sample evaluation found leak in the subcutaneous area of the catheter.

Manufacturer narrative:
A lot history review (lhr) of reyj0594 showed one other similar product complaint(s) from this lot number. This complaint of a subcutaneous leak in the catheter is confirmed and will be considered user related. The product implicated and returned for evaluation is a 4 fr d/l power PICC solo basic catheter. The overall length of the catheter measures 20.7 inches in length. The identifiable markings on the catheter are the 5 through 39 cm depth markers. During gross and microscopic examinations, a burst in the catheter was observed. The burst site is located 3.7 inches proximal to the distal tip of the catheter. According to the event description reported, "catheter was removed because it was thought to be occluded. This was confirmed during functional testing. The catheter failed to infuse distal to the slit site. During infusion, a white substance was observed at the distal tip of the catheter. It should be noted that the occlusion could not be expelled during infusion. The od of tubing surrounding the burst site is distended with an aneurysm-like bulge. The tubing surrounding the burst site is elastically weakened and plastically deformed. The arcing, longitudinal slit, distended and elastically weakened tubing contains characteristics associated with burst trauma secondary to over-pressurization. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process.